Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2017: claim letter received requesting for compensation for damages from injuries due to a defective depuy hip implant. There is no adverse event or revision reported. Update nov 28, 2017: email notification and product stickers received. Product codes and lot numbers provided. This complaint was updated on (B)(6) 2017. Update ad 26 apr 2018: pinnacle litigation received. Litigation alleges friction and wear in the devices causing elevated metal ions, pain, discomfort, inflammation, internal bleeding, mass that was a hematoma, suffering, disability, physical impairment, disfigurement, and mental anguish. Doi: (B)(6) 2008: dor: (B)(6) 2017; right hip. Patient is bilateral. See (B)(6) for the left hip.

Event description:
Ppf alleges pseudotumor, loosening of cup, loosening of stem and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.